Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall that persisted after restart and supply changes, and a replacement ilet was provided; the user continued diabetes management using cgm via the dexcom app or receiver, and later returned the prior replacement while actively using the new device. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no hospitalization and no medical intervention. Investigation included remote review of device status and troubleshooting with restart and supply changes. Investigation of this device revealed a consecutive motor stall consistent with a pump motor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor.